Manufacturer narrative:
Additional information provided in h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample was not received at the investigating site for this complaint report; visual inspection or functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample will be evaluated. The root cause of the customer's complaint could not be established as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and no root cause could be established. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the infusion head was blocked before vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The returned products was visually inspected and no obvious defects were found that would contribute to the reported event. The product tested on a calibrated console and a infusion error occurred indicating an infusion fluid error. Analysis and inspection of the straight through connector on the infusion cannula assembly confirmed occlusion. The system is designed to perform a quality safety to detect for this unwarranted condition and alert the user during priming of the device prior to surgery. The infusion flow path was inhibited by flash material at the straight through connector which is a molded component by our supplier manufacturer. The supplier confirmed the issue was confined to one batch manufactured in 2022 based on complaint product data that occurred on a specific cavity mold. A supplier review of issue repair logs identified a damaged/broken pin that was identified from the production run of the batch. The issue repair log confirmed the tool was repaired and corrected the cause of the occlusion (flash/material in the straight-through-connector). The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. The root cause of the customer¿s complaint is related to mold-tool damage for a select cavity that produced the straight-through-connector. The damage to the cavity caused the flash/occlusion within the tubing which resulted in the customer experience. To address root cause, the supplier repaired the mold tool/pin in 2022 after the production run. Supplier analysis of produced batches since 2022 indicated the issue has not reoccurred since the production of the impacted batch. Additionally, the time between when the batch was produced and the complaint was reported to the supplier, many of the production and quality inspection processes have changed/been updated and made more robust. For any production run that finishes overnight (the affected supplier batch finished overnight), now requires a quality inspection check before the material is released to packaging. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).